Manufacturer narrative:
This incident is being reported due to the adverse event. Additional details about the 9sl wheelchair have been requested, including the serial number; however, no further information has been provided at this time. It is unconfirmed if there was any malfunction of the invacare wheelchair contributing to this incident. The cause of this event was likely related to the use of a non-invacare cushion that had its cover installed incorrectly. The wheelchair and cushion had been in use for approximately 8 months at the time of the event. A return of the device is not expected at this time due to it is being retained. If further information becomes available a follow up medwatch will be submitted. The owner's manual (1056953-r) for the 9sl states: accessories warnings; risk of serious injury or damage: use of non-invacare accessories may result in serious injury or damage. Invacare products are specifically designed and manufactured for use in conjunction with invacare accessories. Accessories designed by other manufacturers have not been tested by invacare and are not recommended for use with invacare products. Do not use non-invacare accessories.

Event description:
Invacare received a letter stating that an invacare 9000 sl wheelchair, with a comfort company cushion installed, malfunctioned causing the end user to be thrown forward and sustain serious injuries. Prior to delivery of the wheelchair to the end user, the dealer installed an "m2" seat cushion manufactured by comfort company. The seat cover was installed improperly, misaligning the velcro on the bottom of the cushion with the velcro on the wheelchair seating. As a result, the seat cushion easily slid off the wheelchair. The fall caused immediate and severe injuries to the end user's right hand. She sustained fractures of the proximal phalanges of both her right ring and small fingers. Following these initial injuries, she developed complex regional pain syndrome (crps), carpal tunnel syndrome, and cubital tunnel syndrome. She also suffers from chronic right elbow pain with nerve entrapment.